Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This report is follow up 03 being resubmitted as follow up 03 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(4) 2014. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding and dyspareunia. The patient underwent a hysterectomy on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).